Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for s/n (B)(6), covering the manufacturing period beginning on 02feb2023, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer- reported issue. The reported condition of drawer failed, not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order #(B)(4) the fse reported that fh main drawer 6 was not detected on bus. The fse removed back panel and removed some debris. Drawer controller board light was off. The fse reseated all connections and inspected the bus wire for cut marks and found a large cut mark in the cable that was making contact with the chassis. The 6-drawer bus wire was replaced. No other issues were found with the device. During dchu visual inspection: p/n 120547-01 (a): a detailed observation was performed on the received part, damage along the cable was observed such as pinched cable and exposed copper strands with black marks around the exposed copper. P/n 120547-01 (b): a detailed examination under a microscope was performed (microscope, c15-3125 no calibration required) to visualize damage along the pyxibus cable such as a cut in a side of the cable with exposed copper strands and black marks, which indicates that the pyxibus cable suffered thermal damage. During dchu testing: p/n 120547-01: the testing from dchu was not necessarily in both received parts due to the exposed copper strands and black marks in the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height main drawer was not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 6 drawer (p/n 120547-01) with exposed copper strands. There were no delay, no adverse events or injuries reported based on this event.